Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case were tested and failed testing in that it was determined the test strips failed for control solution high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurate readings. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case were tested and failed testing in that it was determined the test strips failed for control solution high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.